Event description:
Reporter stated the batteries in the blood glucose monitor exploded and this caused complete damage to the rear side of the device. She had not used the monitor for 2 months and had left the batteries inside. The explosion occurred after she turned the monitor on and set it on a shelf. She was not injured. The monitor was requested for evaluation.

Manufacturer narrative:
The meter was returned for evaluation. The investigation unit (iu) observed that the meter would not power on after acceptable retention batteries were inserted into the meter. Iu observed a greenish contamination/corrosion on battery contacts, battery compartment, and battery door. Iu was unable to complete a display check due to the meter not powering on. The meter does not have signs of electrical short, melting, flaming or burning. There are no signs the meter was exposed to external source of heat. Iu examined the battery compartment and observed that the meter's surface material on the battery contacts shows signs of severe contamination/corrosion on the left & right positive contact(s) and on middle positive battery contact which can contribute to power problems, as alleged by the customer. Since all manufactured meters are subjected to a series of tests throughout the manufacturing process and meters must meet stringent criteria before release; it has been concluded that this type of damage did not originate from the manufacturing process.

Manufacturer narrative:
The event occurred in (B)(6).